Event description:
Report 7 of 18 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles how many bottles had a false positive result on our bcid panel? We have identified 17 so far, please see excel document for details of each. We are still reviewing patient results so there may be more identified.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 7 of 18. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles how many bottles had a false positive result on your bcid panel? We have identified 17 so far, please see excel document for details of each. We are still reviewing patient results so there may be more identified.

Manufacturer narrative:
Investigation summary : catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.